Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f -12fmynx control venous vascular closure device (vcd) came out with the peg still attached. The peg did not fall out of the mynx vcd shaft upon removal and remained attached, although it was found outside the shaft. It was reported that button #2 was not depressed as the device was pulled out before that step. Hemostasis was achieved using a suture with stop cock. There were no reported injuries to the patient. The device was inserted into a 9f avanti plus catheter sheath introducer (csi) and the deployment directions were followed. This was during an atrial fibrillation (afib) ablation. The patients body mass index (bmi) was 44. The device was stored and prepared according to the instructions for use. The device storage temperature did not exceed 25 °c. The procedure was performed using an antegrade approach by a deployer who was certified on the mynx device. Femoral vein suitability was verified on venography, including confirmation of the appropriate 30¿45-degree insertion angle of the vascular sheath introducer, and vessel tortuosity was described as little. No resistance was noted during use of the device. The device will be returned for evaluation.